Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage with the use of iagbc. It's been a long time since this event occurred and the details are unknown. No information on the name of the drug used was provided. The originally reported material number is 38102301."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard bc pro unit with no documentation to indicate product information. Additionally, four photos were provided for investigation. A gross visual inspection of the returned unit found that there was a crack with an aperture on the catheter adapter below the wedge. A microscopic inspection of the crack was performed. The crack was observed to have smooth edges and therefore is most likely a result of a short shot during the molding process. This type of damage is indicative of leakage. The reported issue was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage with the use of iagbc. It's been a long time since this event occurred and the details are unknown. No information on the name of the drug used was provided. The originally reported material number is 38102301."